Event description:
Reporter stated that, in (B)(6) 2014 he did have a right inguinal hernia surgery and three mesh were implanted. He said he suffered from persistent excruciating testicular pain which led to a second surgery on (B)(6) 2016 and the implant of a fourth mesh. He said the surgery did no good as his pain did extend not only to his scrotum, but within the surgical area as well. Without any relief from his pain medications, he said the doctor then decided to perform another surgery on (B)(6) 2017. He said in the course of the surgery, the doctor expressed concern that the mesh had encapsulated in the form of a ball which he said might have been the reason for his persistent pain. Reporter says he would like FDA to recall this particular MFR's mesh and if possible, make them compensate their victims like himself.